Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported resistance felt during thumb advancer advancement was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the starclose instructions for use states: do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a coronary interventional procedure. Reportedly, the sheath would not completely split, resistance was felt during thumb advancer advancement. The starclose se clip was not deployed. The safety release mechanism was not used to remove the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.